Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient had high impedances on one lead and the lead had migrated. Patient lost effective stimulation as a result. To address the issues, patient underwent surgical intervention on (B)(6) 2026 wherein both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9240021.

Event description:
It was reported patient has high impedances on one of the drg leads. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.